Event description:
It was reported that during an unspecified procedure, a dissection occurred. The lesion was located in the left main, 3 cm into the vessel following a 90 degree bend. No calcification or stenosis was reported. First, a pt2 moderate support guide wire was advanced but was unsuccessful in crossing the lesion. Then, another manufacturer's guide wire was successfully advanced, and a 1.5 x 15mm maverick2 balloon was inflated once to unk atms. The liberte monorail 2.75 x 20 mm stent delivery system was then advanced, however the delivery device could not cross the 90 degree angle. Following retrieval of the stent delivery system, the physician noticed a dissection. The physician believes that the dissection was caused by the stent. The patient was then taken for emergency bypass from the left main to the circumflex. Patient status following surgery is reported as "very good and stable".